Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was completely down with a red error message. The maryland bipolar forceps instrument had to be opened and could no longer be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer contacted the clinical sales representative (csr) telling her that a red error was displayed on the system and that they used the irk (instrument release key) to remove the instruments and used backup instruments to complete the procedure. The surgeon called dvstat when the issue occurred and performed the standard troubleshooting. The instruments were functional before failure. The procedure was not recorded on video. The instrument release key (irk) was used, and the system was restarted which cause a delay of at least 30 minutes. There was no harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. There was no damage to the conductor wire and electrical continuity passed. No error messages were observed. The instrument was found to have thermal damage on the yaw pulley. .